Event description:
Message on filter clearly states:warning: filter can stop suction. Change after one month or if wet.company web site states:4.2 bacteria filter.the bacteria filter should be replaced after one month of patient use or when a reduction of air flow is noticed. With the vacuum regulator fully closed and the tubing disconnected from the "fluid side" of the filter (filter open to atmosphere), a vacuum reading in excess of 50 mm hg on the gauge indicates the filter should be replaced. It must be replaced in the event fluids have been in contact with the filter, such as in a collection bottle overflow.due to the message on the filter, staff thought the filter had to be changed every month, regardless of whether the filter had been used at all.